Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The initial procedure occurred in 2006 in which the physician placed a taxus express2 2.75x20mm drug eluting stent to the left anterior descending (lad) artery. No patient injuries or complications were reported. Six months later, the patient was seen for a regular check-up and the physician found in-stent restenosis in the mid-distal lad. The physician successfully placed another express2 drug eluting stent to the stenosed area. The lesion was pre-dilated, unknown type and size balloon. No patient injuries or complications were reported. Additional informaiton regarding this event has been requested.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 8508102 found that the device met its material, assembly and product specifications, at the time of release to distribution.